Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited noise which caused oversensing with pacing inhibition. Low r-waves were observed as well. A revision procedure was performed and a new rv lead was implanted. The chronic lead was surgically abandoned and remains in place. No adverse patient effects were reported.

Manufacturer narrative:
Review and confirmation of manufacturing records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.